Event description:
Boston scientific received information that a competitor's left ventricular (lv) lead exhibited noise and high out of range pacing impedances when initially connected to the header of this cardiac resynchronization therapy defibrillator (crt-d). When the lv lead was connected to the pacing system analyzer (psa) it yielded measurements that appeared to be within normal limits. The lead to header connection was re-evaluated and the measurements on the lead were then within normal range. Also noted during the procedure was noise on the right ventricular (rv) lead's shock electrogram (egm). Boston scientific technical services (ts) discussed the issue with the boston scientific field representative and no changes to the rv lead were made. The competitor's lv lead, the rv lead, and this crt-d remain in service and no further issues have been noted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.